Event description:
The customer observed falsely elevated architect total b-hcg results for a (B)(6)female patient. On (B)(6) 2022, initial result was 536.93 miu/ml, repeated 47.67 miu/ml. A new sample was drawn and the result on (B)(6) 2022 was <1.2 miu/ml. The sample from (B)(6) 2022 was retested on (B)(6) 2022 and (B)(6) 2022 and the result changed to <1.2 miu/ml. The colloidal gold test for the sample on (B)(6) 2022 was negative, and the siemens chemiluminescence result was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and accuracy testing with in house retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot shows higher complaint activity than expected. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the negative patient population for the complaint lot are within the established limits, indicating the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 27541ud02 was identified.